Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was detecting a low force. This report is made based on results of investigation completed on 01/05/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/05/2015 with the following findings: the rewind, load cartridge, and prime steps were performed successfully with no alarms. The pump was exercised for 24 hours with no occlusions occurring. A force sensor calibration test revealed the sensor was detecting a low force. The pump was opened and no damage was found to the force sensor circuit. The resistance on the force sensor was measured and found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.